Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the pump became unresponsive during a firmware update and displayed a persistent blue lock screen; the user restarted the app without resolution, then restarted the pump through the app, after which the update completed successfully. Symptoms included no adverse clinical effects. Outcomes included restoration of normal device function with the software update completed and verified. Investigation included remote troubleshooting and user-guided device restart. Investigation of this case revealed a temporary software update interruption with the user interface locked, resolved by a controlled restart, consistent with a transient software performance issue affecting the pump¿s control/display function. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly.